Event description:
The patient's blood glucose level was 31 mg/dl during the hypoglycemic event.

Manufacturer narrative:
The following section have been updated: the patient's blood glucose level was 31 mg/dl during the hypoglycemic event.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
As per the customer, the nurse was given orders to switch the patient from a continuous tube feed to a bolus feeding. The feeding pump was programmed to do the bolus every 6 hours. Isosource 1.5 nutrition formula was used to feed the patient. The clinician was notified that the patient became hypoglycemic overnight, after four days of patient being on enteral feeding. The clinician further stated that, she looked at the pump to see if there was an issue, but the settings were all entered correctly. Along with the pump, epump enplus spike set with flush bag was used. The tubing was used for less than 12 hours prior to the event occured. The feeding rate was set to 400 ml/hour. The actual volume delivered was 300 ml in 24 hours. The patient was under fed by 1380 ml. The patient was confused and agitated, unaware where he was and pushed the nurse away, when she was trying to do patient care. The patient had required frequent reorientation. He was given d50 several times and dextrose containing fluid d5 ½ ns was initiated to increase the blood glucose level, insulin held, and blood glucose was checked. Currently, patient¿s blood sugar is within normal limits. The patient is currently on full liquid diabetic diet and the patient is still being treated with insulin.